Event description:
The user reported that a "few" more incidences of the level pad not adhering to the reservoir occurred. Exact dates or number of occurrences were unk. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.